Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 306 mg/dl. Troubleshooting was unable to resolve the alarm. The customer was unable to rewind the insulin pump, and it is making a noise. The customer was advised that the insulin pump will need to be replaced. The customer was advised to save the insulin pump's settings and revert to backup plan. The insulin pump is expected to be returned.

Manufacturer narrative:
Pump passed all functional tests including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. However, pump received with loud motor noise during rewind due to faulty motor. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.